Manufacturer narrative:
Based on the event as reported and the image that was provided the surgeon did not follow the prescribed technique when removing the balloon from the abdomen. Removing the balloon by grasping a contraindicated point and/or trying to pull the balloon through the trocar can place unintended stress on the device and caused damage. A mfg review was performed and found no issues of nonconformance during the mfg of this lot.

Event description:
The following was reported to davol: it was reported that after fixating the mesh the surgeon attempted to pull the inflation balloon free. The surgeon felt resistance, and pulled harder and the balloon came off the mesh. Surgeon looked and saw that a portion of the balloon was still on the mesh and went back and pulled that off as well. It was reported that the balloon assembly was pulled from the tab location, and not the recommended removal point. As reported, the problem was noted by the surgeon during the case and all pieces of the echo inflation device were removed from the site. There was no pt injury reported as a result of this event. The event as reported created the potential for add'l surgical intervention to remove the piece of balloon, or for an unintended portion of the device to be left in the body, as such an MDR is being filed to document this event.